Manufacturer narrative:
Operator of device: additional information. Manufacturer's investigation conclusion: a direct correlation between the device and the reported post-operative bleeding, multisystem organ dysfunction, and subsequent patient expiration could not be determined through this evaluation. The heartmate 3 lvas IFU lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 6 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient experienced post-operative bleeding and multi-system organ dysfunction. Vad was reportedly functioning as intended. It was reported the patient experienced cardiogenic shock and care was withdrawn on (B)(6) 2019. The patient expired on (B)(6) 2019. It was reported that no autopsy was performed and vad will not be returned for analysis. No additional information was provided.